Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements from the remote patient monitoring system. Information from the local area sales representative indicated that the lv lead had increased pacing measurements since implant, however, threshold measurements had remained stable. Patient follow up remained routined with no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.